Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr44 having shorted. This caused physical damage to the pcb fiberglass due to the high current and electrical damage to other components on the therapy pcb assembly. Circuit analysis pointed to a failure of the diode, designator cr44 as the root cause.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the therapy pcb assembly had burn marks and that the device would not charge and shock defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that they observed sparks in their device when they used it during training. During evaluation of the device it was observed that the device's service indicator led was on, and that the therapy pcb assembly showed burn marks. The device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.